Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repositioned due to high dfts (defibrillation thresholds measurements). After the repositioning the measurements were fine.